Event description:
Customer reported when the iabp was in use on a patient, after pressing the start button auto fill failure and maintenance required code #2 were generated. Customer rebooted the iabp and it returned to normal operation, was able to perform pumping. The pump was replaced it with another iabp after the patient's condition has stabilized as a precautionary measure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company represented examined the pump and could duplicate the event. It was noticed the vent solenoid k6 failing. The manifold drive assembly found defective and it ws replaced (part #d104-00-0018). The system was tested to factory specifications. It functioned normally and was returned to the customer. The replaced assembly is being returning to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).